Event description:
Pt called in. The pump flashes error and then number. Will replace with new pump. No harm to patient. The box we send the new pump in is also the return box for the old pump. Sn (B)(4). Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.